Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thresholds at implant of the leadless implantable pulse generator (ipg) were within normal limits. An av node ablation was performed, and asystole was note on the monitor. Output increased and finally got capture. After no change in threshold the physician decided to explant and replace the ipg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.